Event description:
During the procedure, the cannula broke into two pieces with the shaft separating cleanly from the larger/heavier piece. There was no adverse outcomes to the pt will be returned to the MFR on (B)(6) 2014.